Event description:
(B)(6) 2021 14:48:47 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: roy willems taken by: willer3 fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list o f affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a r eply form is received regarding fa896. Country: ireland city: kilcoole zip: (B)(6) input date: (B)(6) 2021 warranty start: (B)(6) 2019 warranty end: (B)(6) 2023 batch - (B)(4). (B)(6) 2021 17:19:05 pst ice batch user (batch_ice) phone (B)(6) complaint: (B)(4) complaint status: in process mdt initial contact: roy willems taken by: osmanf2 inquired what led up to the complaint. Customer response: customer received a fa896 letter bumped/dropped/cosmetic damage t/s per dop114-980. Adv to d/c from the pump. Is customer calling back after being instructed to call for troubleshooting upon receiving tubing clamp: yes customer states the pump has neither been bumped nor dropped. Customer states the infusion set does not show signs of damage. Customer states the reservoir does not show signs of damage. Customer states the pump does not show signs of physical damage. Customer states the pump rattles when they shake it. Customer states there is a res inside the pump. Adv the pump will need to be replaced. Adv to discontinue use of the pump and revert to backup plan per hcp's instructions. Expl rpl policy. Reviewed pump care best practices with the customer. Customer's outcome pertaining to the complaint: replacement pump ship: 1x pump /return: 1 x pump fa896-part ii. This po was created pro-actively by medtronic for administrative purposes since the pump sn is included in the list of affected pumps. The customer has not yet responded to the fa896 notification. The po will be updated when the patient calls or a reply form is received regarding fa896. Country: ireland city: kilcoole zip: (B)(6) input date: (B)(6) 2021 warranty start: (B)(6) 2019 warranty end: (B)(6) 2023 batch -(B)(4).

Manufacturer narrative:
(B)(4). Customer returned pump for alleged unspecified cosmetic damage found on (B)(6) 2021. The pump passed the displacement test and p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: battery tube threads - cracked, missing display window, cover, cracked case (battery tube), pillowing keypad overlay, and cracked retainer. Unspecified cosmetic damage was confirmed. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.